Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced low audio output.

Manufacturer narrative:
(B)(4). Device available for evaluation: returned to manufacturer device evaluated by manufacturer. Evaluation of the returned device did not confirm the reported low audio output. Based on the evaluation, no product deficiency was identified.